Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition. Consequently, the patient experienced a syncopal episode, including fainting and loss of consciousness. The patient subsequently underwent a revision surgery during which this rv lead was surgically capped and replaced. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition. Consequently, the patient experienced a syncopal episode, including fainting and loss of consciousness. The patient subsequently underwent a revision surgery during which this rv lead was surgically capped and replaced. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
Correction: boston scientific does not have reporting responsibility on this product since it is an OEM product.